Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was an increase in stimulation in which the patient described as a sudden "jolt" for a few seconds. It was unknown what factors may have contributed to the issue. The patient had turned the stimulation off at the time of the incident and kept it off until the appointment. The rep interrogated the ins battery and ran an impedance check which showed that all impedances were within normal limits. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.